Event description:
An eye care professional reported that a pt's mother reported her daughter is being treated for a corneal ulcer associated with wear of freshlook colorblends contact lenses while travelling in another country. Vision is unaffected, and medication is being tapered. Request has been made for additional info, however, no further details have been provided.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. As there was no product returned or lot info provided, no detailed investigation can be performed.